Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: a review of the black box revealed consecutive power on reset (por) events on 01/04/2015. The returned battery cap and test cartridge cap were used to complete the investigation. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There was no moisture or corrosion observed in the battery compartment or battery cap. The pump passed a leak test; there were no power interruptions or any errors, alarms or warnings (eaw) that occurred during the investigation. The pump¿s cover was removed; there was no moisture, corrosion or any intermittent conditions found to the pcb. The reported ¿power¿ complaint was unable to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no reported damage to the pump. However, there was reportedly moisture and corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).